Manufacturer narrative:
Adverse event or product problem, corrected data: previously submitted MDR indicated that there was a device malfunction; however, additional information shows that the event is an adverse event. Outcomes attributed to adverse event, corrected data: previously submitted MDR indicated that there was a device malfunction; however, additional information shows that the event is an adverse event, and intervention was taken. Brand name, corrected data: previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator. Type of device, corrected data: previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator. Model #, serial #, lot #, expiration date, corrected data: previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator. If implanted, give date (mo/day/yr), corrected data: previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator. The implant date now reflects the generator implant date. Type of reportable event, corrected data: previously submitted MDR indicated that there was a device malfunction; however, additional information shows that the event is an adverse event. Device manufacture date, corrected data: previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator. Evaluation codes, conclusions, corrected data: no conclusion can be drawn based on the information available.

Event description:
Follow up showed that the diagnostic results from the time of surgery were not available. It was also stated that the patient¿s device was replaced due to clinical symptoms of the device not working. No clarification of the clinical symptoms was available.

Event description:
An implant card was received indicating that the vns patient underwent generator and lead replacement surgery on (B)(6) 2014 due to lead discontinuity and battery depletion. The high impedance was not observed prior to surgery. Patient manipulation or trauma is not believed to have caused or contributed to the high impedance. X-rays will not be provided to manufacturer for further review. The explanting facility discarded the explanted devices; therefore, no analysis can be performed. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2012.

Manufacturer narrative:
Review of the available programming and diagnostic history. Device failure is suspected, but did not cause or contribute to a death or serious injury.